Manufacturer narrative:
(B)(6). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch and lot history records were reviewed and the manufacturing criteria were met prior to the release of the batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any piece or pieces of the firing knob fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If not, were they discarded? Was there a change in the post-operative care of the patient as a result of the events that occurred during surgery? If yes, please describe.

Event description:
It was reported that during an unknown procedure, the handle of the device broke off and did not complete the staple line. No other information was available at the time of the call. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Batch # p56u1p. Device evaluation: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 49 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. Due to the condition of the device, no functional test could be performed with it. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The following information was obtained: per the surgeon, he used the device during a colon procedure. He did a side to side. When closing the last enterotomy, he can¿t get it across without breaking the handle. The surgeon uses two different approaches when firing the device, both palm and thumb. When firing the device, it is normally parallel with the patient so the logo is facing up.